Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a nonfunctional display backlight, which made it difficult to view and respond to on-device alerts in dark environments, and the user also reported an episode of low blood glucose that occurred in a movie theater when the alarm could not be seen. Symptoms included hypoglycemia. Outcomes included user difficulty responding to device alerts and the need for follow-up by support. Investigation included attempts to contact the user for troubleshooting and to obtain a blood glucose questionnaire. Investigation of this case revealed that the cause of hypoglycemia and the backlight behavior could not be determined due to limited information. It was concluded that the hypoglycemia had an unclear cause and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.